Event description:
Reportedly, during last follow-up, the physician observed pacing failure (patient in complete block with ventricular rate of 30-35 min-1). The physician decided to replace the ICD involved in this MDR report which was returned for analysis. During the replacement procedure, the performed measurements showed good values.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.